Event description:
Pt developed an infection after having an open abdominal hernia repair in which surgimesh xb was used; a biological mesh; at re-operation a corner of the surgimesh xb was noted to be rolled over due to a loose suture; the surgeon did not implicate the mesh as a causative factor in the infection; the pt recovered without incident.